Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However,neurological/intracranial sequelae (visual disturbances) is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery apex. The patient was neurologically assessed as having post-procedure a mrs of 1 and nihss 0. It was reported that 5-day post-procedure the patient noticed a bright "jelly" type light in both eyes. The adverse even was resolved without residual effects. 10 days post-procedure, the patient reported a similar episode of visual disturbance in the left eye described as a bright light at the bottom of her visual field that lasted for 5 minutes. MRI was undertaken and MRI impression were negative (no intracranial arterial stenosis or infarction identified). According to the physician, the visual disturbance was probably related to the procedure, stent, and unknown if related to the implanted coils (subject devices). The patient was neurologically assessed as having a mrs of 0 at 2-months, a nihss and mrs of 0 at 6 and 12 months follow-up post the index procedure.

Manufacturer narrative:
This is the 2nd of 3 (coils) reports filed associated with this event. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery apex. The patient was neurologically assessed as having post-procedure a mrs of 1 and nihss 0. It was reported that 5-day post-procedure the patient noticed a bright "jelly" type light in both eyes. The adverse even was resolved without residual effects. Ten days post-procedure, the patient reported a similar episode of visual disturbance in the left eye described as a bright light at the bottom of her visual field that lasted for 5 minutes. MRI was undertaken and MRI impression were negative (no intracranial arterial stenosis or infarction identified). According to the physician, the visual disturbance was probably related to the procedure, stent, and unknown if related to the implanted coils (subject devices). The patient was neurologically assessed as having a mrs of 0 at 2-months, a nihss and mrs of 0 at 6 and 12 months follow-up post the index procedure.